Event description:
It was reported that the patient was admitted to a hospital due to unknown reason. Additional information was received stating that the patient was admitted to the hospital and had their implantable pulse generator (ipg) explanted to undergo a magnetic resonance imaging (MRI).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was admitted to a hospital due to unknown reason.